Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12/31/2020.

Event description:
The biomed reported this unit gave a check vent alarm with a code consistent of check vent: proximal pressure sensor range error. The biomed has reset power on the unit and the error code cleared. The rse (remote service engineer) indicated per the manual, error code consistent with check vent: proximal pressure sensor range error. Resetting the pressure transducers by cycling power is the first suggested repair. The rse advised the customer to perform a full performance verification test (pvt) before placing into service and to do a full review of the diagnostic report (drpt) to make sure there were not other instances of the error code consistent with check vent: proximal pressure sensor range error. The rse advised to replace the data acquisition (da) printed circuit board assembly (pcba) if there were. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.